Event description:
It was reported that low sensing and high thresholds were observed due to lead dislodgment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found is consistent with that of the surgical procedure.